Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged rv grommet. The returned device indicated a loose/detached rv set screw with damage to the setscrew head and a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there were no clicks when screwing the lead into the implantable pulse generator (ipg) and that the lead did not feel right in the header. The device was not used and exchanged for a different device. No patient complications have been reported as a result of this event.